Manufacturer narrative:
The device was not explanted. The manufacturing record was reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a hematoma following the implant procedure. The patient was hospitalized and the site was drained. The hematoma has reduced significantly and the patient is currently receiving 70% pain relief. There has not been any report of additional complication.

Manufacturer narrative:
Follow-up report indicated that the device was explanted, but was not returned. Nevro has attempted to obtain additional information; however, no information was provided. The manufacturing records were reviewed and no nonconformities were found.